Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button requires multiple or longer presses to respond. The blood glucose was unknown. The device will not be returned for the analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test occlusion test, no anomaly noted during testing. After installing the battery, the device shows low power battery sign and no key function due to corroded battery tube spring noted.